Event description:
It was reported via the sales representative that during a surgical procedure, the bur broke when the surgeon was starting to drill. It was also reported that the patient was not impaired by this event, the broken pieces did not fall into the surgical site and there was no delay in surgery. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this event was returned to manufacturer for evaluation. It was visually confirmed that the bur broke at the tapered part of the shank. The manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.